Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested as abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient began treatment with vancomycin intraperitoneally (ip) (4 doses of 2 grams each, twice a week) for peritonitis. After being hospitalized for four days, the patient was discharged and recovered from the event. The patient was retrained on aseptic technique. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a review of all batch record documents was conducted for potentially associated lot numbers h13a08048, h13c07061, h13b07048 and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.